Manufacturer narrative:
This spontaneous case describes, the occurrence of pelvic pain ('I had a contraction, as if a baby was coming out. Hellish pain'). In a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and device expulsion ("essure came out"). At the time of the report, the pelvic pain and device expulsion outcome was unknown. The reporter provided no causality assessment for device expulsion and pelvic pain with essure. The reporter commented: I came to the hospital after experiencing this crisis. They had done the tests, and I did it. Right now, I am still waiting for them to see it. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jul-2020, quality-safety evaluation of ptc. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case describes the occurrence of pelvic pain ('I had a contraction, as if a baby was coming out. Hellish pain') in a female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant) and device expulsion ("essure came out"). The reporter provided no causality assessment for device expulsion and pelvic pain with essure. The reporter commented: I came to the hospital after experiencing this crisis. They had done the tests and I did it. Right now, I am still waiting for them to see it. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.